Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analyst indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited diminished sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.